Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and the system checkout showed no anomalies. Subsequent use of the system showed no further issues.

Event description:
A medtronic rep reported that while in surgery to place guide wires by the drill guide with the treon and o-arm, the guide wires on the left side seemed higher than the surgeon was used to. He said that when doing the pt's right side, everything looked great. They took a lateral x-ray with the o-arm and the placement was good. However, on the left side, the guide wires looked too high. The surgeon did another spin and tried to replace the guide wires three times. The surgeon felt that the navigation was not accurate. He reported that the reference frame had not moved. The surgery was completed using the system with no impact to the pt.